Event description:
It was reported that the patient presented in clinic for a post-implant check. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited loss of capture at high outputs on every vectors. Chest x-ray and fluoroscopy confirmed that the lv lead was dislodged. The lv lead was reprogrammed to rv-only pacing and was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgment and failure to capture. A complete lead was returned for analysis. The s-curve hump height was measured and was within product specification. The reported event of failure to capture was not confirmed. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were noted.